Event description:
The reporter stated that the surgeon inserted a aa4203tf single piece silicone lens with toric optic and changed his mind due to the lens was not a good fit for the patient's eye. The incision was enlarged to remove the lens, and as the lens was being removed the lens tore. No suture was required to close the wound.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic is torn off and missing and the other lens haptic is torn. Clear surgical residue/debris on the product. Conclusion: (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.